Event description:
Pt presented to physician's office with a port that could not be flushed. Detached part of catheter was removed in x-ray under fluoro. Reservoir and remaining catheter removed by surgeon.